Manufacturer narrative:
Field h6 updated to reflect changes to annex coding due to updates to manufacturer evaluation. Field h11 updated to reflect updates to manufacturer evaluation. An abbott technical service specialist (tss) was dispatched due to the customer reporting falsely elevated alinity I free t4 results on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the tss found the valve, manifold, dispense 2 way, part number a-35002114-03, leaking and needed to be replaced, which resolved the issue. No additional discrepant result issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for two patients. The following data was provided (customer¿s normal range is 9-19 pmol/l): sample ID (B)(6), 27-year-old female, initial result, on (B)(6) 2026, was 20.0, repeat result, on (B)(6) 2026 on another analyzer, was 11.7 pmol/l. Sample ID (B)(6), 22-year-old female, initial result, on (B)(6) 2026, was 19.8, repeat result, on (B)(6) 2026 on another analyzer, was 13.65 pmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity I free t4 results for two patients. The following data was provided (customer¿s normal range is 9-19 pmol/l): sample ID: (B)(6), 27-year-old female, initial result, on (B)(6) 2026, was 20.0, repeat result, on (B)(6) 2026 on another analyzer, was 11.7 pmol/l. Sample ID: (B)(6), 22-year-old female, initial result, on (B)(6) 2026, was 19.8, repeat result, on (B)(6) 2026 on another analyzer, was 13.65 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott technical service specialist (tss) was dispatched due to the customer reporting falsely elevated alinity I free t4 results on the alinity I processing module, serial number: (B)(6). The tss performed extensive troubleshooting measures; however, a single definitive cause for the discrepant result was not found. The alinity I processing module, serial number: (B)(6), was deemed the subject of the investigation. No additional discrepant result issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for two patients. The following data was provided (customer¿s normal range is 9-19 pmol/l): sample ID: (B)(6), 27-year-old female, initial result, on (B)(6) 2026, was 20.0, repeat result, on (B)(6) 2026 on another analyzer, was 11.7 pmol/l. Sample ID: (B)(6), 22-year-old female, initial result, on (B)(6) 2026, was 19.8, repeat result, on (B)(6) 2026 on another analyzer, was 13.65 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.